Manufacturer narrative:
Patient age, gender and weight were not made available from the site or manager, c.b., who declined to provide these details. On 06/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/08/2016 a medtronic representative, following-up at the site, reported the staff registered the patient just fine and did not use the navigation for about a half hour. Once they went to use it, it was unresponsive. The site/surgeon was not very knowledgeable with the equipment and I could not replicate any problems during system checkout, resulting in user error can not be ruled out. On 06/21/2016 software investigation completed. Findings are that it is likely that the problem was related to the staff's familiarity with the system. Software is functioning as designed; reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive unexpectedly after registering the patient and proceeding to navigate. It was not made clear from the site if they re-booted their navigation system or not. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that she will be giving an in service training to the entire staff in (B)(6). She clarified that she did a short training with the direct staff that was involved with this issue after it occurred. And there have been no further issues since this incident.